Manufacturer narrative:
Concomitant medical product: 4574-53 lead implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was noted to have high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.